Event description:
It was reported that the lower display on the external pulse generator was blank when the menu key was pressed, but the display was active when the emergency key was pressed. The generator was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis could not confirm the reported event during repair of the device. Main printed circuit board has an intermittent failure and found out of electrical specification. Upper right of the lcd (liquid crystal display) is missing segments. Upper and lower cases and side bail covers are broken. It is noted a different ring cover was used. Lead flex cover is corroded. Battery contacts are compressed. The ring is bent. Keyboard is scratched. Battery drawer o-ring is missing. Battery flex is contaminated. A detailed analysis was performed on the main printed circuit board and the lcd. The printed circuit board failure that was seen during initial inspection could not be reproduced, therefore a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Main printed circuit board has an intermittent failure and found out of electrical specification. Upper right of the lcd (liquid crystal display) is missing segments. Upper and lower cases and side bail covers are broken. It is noted a different ring cover was used. Lead flex cover is corroded. Battery contacts are compressed. The ring is bent. Keyboard is scratched. Battery drawer o-ring is missing. Battery flex is contaminated.